Event description:
Patient had j-loop tubing connected to the IV at the site of the IV. Rn flushed the line with a saline syringe from the distal end of the j-loop tubing, saline and some blood squirted out the hub closest to the patient. Upon examination of the j-loop tubing after it was removed from the patient's IV, the rn noted that the tubing had a hole in it near the hub. Rn flushed the tubing again after it was disconnected from patient, and again the saline came out of the tubing on the side near the hub.